Event description:
The surgeon reported that at the end of surgery (main incision had already been stitched), he used a syringe with a cannula (model rycroft, lca) to inject a small quantity of bss. At the end of each cataract surgery, surgeon injects some bss to push the iol against the capsule. When he pushed the plunger, the cannula disconnected from the syringe and went in the capsule (iol was already in the capsular bag). On post-op day 6, the patient's visual acuity was 10/10 p2 with correction. His myopia has been reduced by 75%. There was a slight vitreous loss in the anterior chamber due to a hole in the capsule. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress.